Event description:
It was reported that the device would turn on/off by itself. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.